Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2008. It was reported she has an allergic reaction present at the current ipg location. The nurse at the facility indicated that the reaction was visible all over her body. The reported reaction began after the patient was prescribed morphine. She has been referred to a physician for further evaluation.